Event description:
Narrative from staff: the stent came off the balloon before it was deployed. Had a wire down the vessel and a guideliner was also used. No injury involved. Stent was able to be deployed with new balloon.